Manufacturer narrative:
Manufacturer entity - corrected. Manufacturing site for devices - corrected. Reporting contact - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, an analysis could not be performed. Based on the information available, it is possible that the inner body and the outer body of the stent system were not moved together causing the stent to partially deploy. The multiple attempts to remove the stent likely contributed to the stent break and the distal section of the stent remaining within the patient¿s artery. An assignable cause of operational context has been assigned to this event.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta), the balloon catheter dissected the vessel. To treat the dissection, a stent (subject device) was advanced to a point proximal to the target location. The stent suddenly partially deployed. The physician attempted to pull the stent to the outer body, but it did not move. The physician then tried to use a goose neck snare, but it did not move. When the stent was finally retrieved, it broke and one segment of the stent remains in the femoral artery. No additional information was provided.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta), the balloon catheter dissected the vessel. To treat the dissection, a stent (subject device) was advanced to a point proximal to the target location. The stent suddenly partially deployed. The physician attempted to pull the stent to the outer body, but it did not move. The physician then tried to use a goose neck snare, but it did not move. When the stent was finally retrieved, it broke and one segment of the stent remains in the femoral artery. No additional information was provided.